Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient's husband regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that end of service (eos) was reported. Patient's husband stated yesterday patient laid down and told the husband that something was wrong because her "feet felt like they were (B)(6) lbs". The husband confirmed that his reason for calling was to address the eos message on the patient's programmer screen. Reviewed the following eos information: device is off/ disabled and no longer providing therapy. Patient should contact managing health care professional (hcp) for replacement surgery. Patient reported the change in therapy/ symptoms was considered sudden. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). It was reported that the patient's weight was unknown and the cause of the device issue, eos, and ins being off/disabled, their feet feeling like 50 pounds and the ins no longer providing therapy was due to the end of life of the device. The hcp planned on replacing the ins. No further complications reported.